Event description:
It was reported by the independent repair center that the unit is displaying low o2/yellow light, and the hose clamp is causing the tubing to leak. No patient injury reported, no additional information provided.